Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
During this case, a little chip of plastic was noticed to be missing from the spacer block handle. The wound was inspected and irrigated thoroughly. The bal seal is still in tact.

Manufacturer narrative:
Conclusion and justification status: the complaint states during this case a little chip of plastic was noticed to be missing from the spacer block handle. The wound was inspected and irrigated thoroughly. The bal seal is still intact. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. The failure of the device did not cause any delay to surgery. All pieces were returned. A complaints search identified previous complaints received however due to no patient harm or delay to surgery has been encountered no further actions have been identified. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.